Event description:
A report received from united states indicating that device had an air leak. It is known the device was not used in surgery and there was no injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).